Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. No other anomalies were noted.

Manufacturer narrative:
Correction: previously need to include date of implant (d6a) and date of explant (d6b).